Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The patient reported that the infusion set tape was not sticking due to sweating. No further information available.